Event description:
Laparoscopic colectomy performed where endo gia stapler misfired, causing a tear in rectum, requiring conversion to open with low anterior resection and colostomy takedown. Stapler appeared to misfire secondary to induration and woody, fibrous tissue that was in the pelvis at the level of the stricture. Multiple staples were identifed as not being fired. A small piece of metal had come free from stapler and was resting in pelvis. Procedure converted to an open procedure to maximize recovery from complication.